Event description:
It was reported that a patient experienced a shocking or jolting sensation in 2005 when the device was off and the patient was around medical equipment. It was stated that the device will "probably" be explanted because it's been in the patient since 1999, and so that the patient can have an MRI. Further information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1999-(B)(6), product type extension product ID 7434, serial# (B)(4), implanted: 1999-(B)(6), product type programmer, patient product ID 3487a, lot# l57577, implanted: 1999-(B)(6), product type lead. (B)(4).